Event description:
Health care professional reports a fiber leak noted by blood visible into the dialysate during first half hour of the pt's treatment. Health care professional reports dialyzer reprocessed 15 times prior to noting leak. Health care professional reports estimated blood loss of 200cc. Health care professional reports pt complained of chills and shaking; temperature at this time was noted to be 37.8 degrees celcius. Blood cultures were drawn and 1 gm vancomycin was administered through the pt's central catheter. The pt's treatment was discontined at this time. The pt was sent back to the nursing home in which he resides. The blood culture results came back gram negative rods. The pt continued to receive dialysis through the central catheter and he rec'd vancomycin and gentamycin. Health care professional reports the pt's infection was not clearing up with present course of treatment. The pt's central catheter was removed on 8/11/98 and replaced with a new central catheter in the outpatient surgical dept. Health care professional reports pt continues on vancomycin until blood cultures return no growth. Health care professional reports blood cultures to be drawn next week to see if infection is cleared. Health care professional reports the fiber leak is not related to the pt's infected catheter. Health care professional also reports the pt had a urinary tract infection prior to this noted catheter infection.